Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment at a time when the compact plus meter was unavailable for use due to no power, replacement shipped by manufacturer had not yet been received. A request was made for the return of the system and a replacement was sent.